Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The root cause of the access site bleeding issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During this time expanding groin was noted at impella access site. The introducer sheath was peeled away, and bleeding increased. The physician elected to wean and explant the impella cp due to the bleeding. Manual pressure was held for 40 minutes, and the medical team gained control of the bleeding. Blood products were administered due to the blood loss. The patient maintained stable mean arterial pressure post explant.